Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-(type of investigation code, investigation findings code, investigation conclusion code). A getinge field service engineer (fse) could not duplicate issue. Found multiple gas loss in iabp alarms in logs. Problem was probably related to the balloon. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a helium leak during use on patient. There was a delay in the procedure. The unit was swapped with other one and successfully processed. No injury or harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.